Event description:
It was reported patient underwent total hip arthroplasty on an unknown date receiving biomet and competitor products. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason. Review of invoice history indicates the biomet liner was removed and replaced. It is further reported patient underwent a second revision (B)(6) 2013 due to a fractured liner. The liner and cup were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to fractured liner. The operative notes confirm that the acetabular liner and competitor modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of the explanted device found evidence of product overload in vivo. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date receiving biomet and competitor products. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason. Review of invoice history indicates the biomet liner was removed and replaced. It is further reported patient underwent a second revision (B)(6) 2013 due to a fractured liner. The liner and cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. An additional medwatch was reported on the revision procedures on (B)(6) 2013 on medwatch number 1825034-2013-02943.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-02943 and 02946).